Manufacturer narrative:
H3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. A visual inspection failure was reported due to a cord to axiem box is showing wear/tear but is properly functioning. It was noted that this was not related to the issue at hand. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a cranial biopsy procedure, there was difficulty obtaining a tissue sample using a passive biopsy needle. The needle was inserted according to plan, reached the target, and the cutting window was opened with the inner cannula withdrawn using suction, yet no tissue sample was collected. This issue occurred with two separate biopsy needles. A tissue sample was successfully collected only after the entire needle was removed. The procedure experienced a delay of less than one hour. There was no impact on patient outcome.